Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke during advancement into the guide catheter. The entire system including the guide catheter was removed without incident. No patient injuries or complications occurred.